Event description:
It was reported that the patient with an implantable neurostimulator 977119 ngrc-ecaps experienced pain at the implant site, was unable to recharge the device despite the recharger displaying excellent connection, and encountered a communication issue where the patient programmer was unable to communicate with the device after multiple troubleshooting attempts. The patient also reported two recent falls. Troubleshooting steps included resetting the handset, communicator, and recharger, performed both by patient services and over the phone, with an in-person troubleshooting appointment scheduled. The issue remains ongoing and no adverse outcomes or injuries have been reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that rep met with the patient and was able to help him charge the battery and rep was able to connect to it. There are no alerts in the battery and impedances and connections were both good. Patient might switch to a non-rechargeable option in the future for ease of use. As of now the charging issues have been solved. Additional information was received from the manufacturer representative (rep). It was reported that the pt did not want to have to charge anymore so they swapped their battery for a non-rechargeable one. The patient historically had a hard time getting the hang of charging. The issue was resolved with replacement. The manufacturer representative (rep) indicated they would send any further information as they become aware.